Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient received a low insulin alert on the ilet system and requested assistance with changing supplies; the agent guided the patient through the change and no further help was needed. Symptoms included hyperglycemia with a reported peak of 200 mg/dl and a current blood glucose of 181 mg/dl after a declared ¿more than¿ meal of pasta. Outcomes included no injury, no hospitalization, and the patient remained stable following education and troubleshooting. Investigation included customer support review, user guidance on supply change, and assessment of use history around the meal and alert. Investigation of this case revealed no device malfunction, and the event was consistent with postprandial hyperglycemia following a high-carbohydrate meal with unclear contribution from low insulin alert timing. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.